Event description:
A pt reported experiencing inaccurate high results with a fasttake meter. The blood glucose results were 258 versus the lab's 123 mg/dl. Tests were done within 21-30 minutes. Pt did not experience any adverse events. No further info has been reported.